Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551354, expiration date 09/30/2011). (B)(6).

Event description:
Caller states patient tested 50 mg/dl on inform system 1 and 88 mg/dl on inform system 2 within 10 minutes. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.